Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) recovered within range. No other total human chorionic gonadotropin (thcg) patient samples were questioned or repeated on (B)(6) 2021. The customer noted that the same sample/collection tube was used to perform repeat testing on the alternate atellica analyzer, and the patient sample was not recentrifuged. Siemens is investigating the issue.

Event description:
The customer obtained a discordant falsely elevated total human chorionic gonadotropin (thcg) result on an atellica im 1600 analyzer. The falsely elevated result was not reported to the physician(s). The customer used an alternate atellica analyzer to perform repeat testing. The customer observed the repeat result was lower than the discordant and reported <2 iu/l as the correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00035 on 04-feb-2021. Additional information (24-feb-2021): the siemens headquarter support center (hsc) investigator reviewed the information provided and determined that quality control (qc) and other patient samples tested on (B)(6) 2021 were not affected. This issue only affected one patient sample. The autocheck file for the atellica im 1600 analyzer was reviewed, and no issues were identified. The customer has monitored total human chorionic gonadotropin (thcg) performance, and no further issues have been reported. Siemens concluded that the potential cause for the falsely elevated thcg result is unknown and cannot rule out a sample specific issue such as sample handling and sample integrity. The analyzer is working as expected, and no further evaluation of the device was required. Section h6 (investigation findings and investigation conclusions) is updated with new codes.